Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging and one (1) photograph was sent to the manufacturer for evaluation. The sample and photograph were visually evaluated, and it was noted that a large 1 inch cut in the tubing was located on the partial pump segment, just below the tubing cap. Thereafter, the sample was functional leak tested and leakage was observed from the tubing cut in the pump segment. No leakages were observed on the venous line. Based on the investigation findings, the sample was not within specification; therefore, the reported defect was confirmed. The reported defect is most likely due to a failure during the production process. Corrective actions will be implemented which include a retraining to raise awareness of the defect. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: report: patient machine alarming ,air detected during hd tx staff noticed that micro air bubbles on the top of dialyzer header and in venous chamber, upon inspection clinical practitioner found a few drops of blood at the blood pump roller track. Treatment was terminated. Upon inspection of the blood line, we found tiny pinched/cut like damage right above the arterial pod of the bloodline.